Event description:
The core universal driver was sent for evaluation because it was running on its own without activation. The event occurred during testing; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.